Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized seizure due to low blood glucose on (B)(6) 2020 with blood glucose level was 1.3 mmol/l. The customer was assisted with troubleshooting. The treatment was not mentioned. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did not alleging insulin pump for over delivery. Customer did not used auto mode featured at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
The initial report was submitted with incorrect event date and narrative summary. Updated revised narrative and correct event date information has been submitted with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2020 due to low blood glucose. It was reported that the customer was attempting to treat for hyperglycemia and may have stacked insulin which resulting in customer having low blood glucose and having a seizure. The customer was rushed to the hospital with blood glucose of 1.3 mmol/l. The customer's blood glucose was checked and monitored while hospitalized. It was reported that the auto mode feature was not active at the time of the event. Customer did not believe that the insulin pump was the cause of the hypoglycemic event and did not believe that the insulin pump was over delivering. The insulin pump is not expected to return for failure analysis.